Event description:
It was reported that a new ilet user experienced high blood glucose and was consistently entering "more than usual" meal announcements to correct the elevation while learning to use the system and was provided education on normal-for-me meals and ilet¿s initial learning phase; the issue related to user procedure and the user interface. Symptoms included hyperglycemia reaching 393 mg/dl. Outcomes included serious injury requiring unexpected medication intervention in the form of subcutaneous insulin pen. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, but a usage problem associated with announcing incorrect siz meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.